Event description:
Healthcare professional reported a right side "deflation." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b., g.1., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side "deflation." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, wear abrasion, brown particles in the fill channel, void >1 mm in non-textured valve-to shell-bond area, white particles in device inner surface, and one curved opening. A microscopic analysis and leak test were performed which identified one sharp opening. Fill inspection was performed and identified no blockage in the valve. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was one sharp opening in the side plug strap bond edge assessed as unidentified (tear) opening.

Event description:
Device has been explanted.